Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27jul2020.

Event description:
It was reported to philips by the customer's biomed that the back up alarm failed. It is unknown if the device was being used on a patient at the time of the event, however the biomed did not report any adverse outcome to patient care or therapy as a result of this event. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse verified a backup alarm failure error code was logged in the significant event log. The rse recommended ordering and replacing the cpu board 2.30. The rse also emailed the biomed the v60 service manual and referenced page 134 for reprogramming the v60 serial after replacing the cpu board. The part identification information was provided to the biomed to order the replacement cpu board. The customer stated that the cpu was replaced and the option codes were reinstalled successfully. The rse confirmed with the biomed that when powered on into ventilation mode, the check vent alarm for backup alarm failed was not present.

Manufacturer narrative:
The cpu pcba was returned to failure investigation. The customer complaint was verified. The root cause was the failure of the ls1 component.